Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the lead tip was bent when removed from packaging. The lead was never implanted. Another lead was opened and implanted without any issues , and the issue was resolved at the time of the report. No patient symptoms were reported. The patient was not affected as delay in the case was approximately three minutes. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analaysis of the lead lot # va1tdxv found that the stim lead distal end was bent -new out of box. If information is provided in the future, a supplemental report will be issued.